Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has conducted training on proper reprocessing for the user facility. The user can prevent the suggested event by reprocessing the device in accordance with the following instructions for use (IFU): evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit as described in b5. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff with reprocessing training materials for their reference. The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During an onsite visit performed by and olympus endoscopy support specialist, it was observed that the user facility staff was not transporting the scope correctly, the leak test was performed in detergent, the user only tested the leak for 10 seconds, the user placed the scope in water prior to leak test, the connector was removed from the water to attach and detach the leak tester, a disposable brush was reused, sponges were reused, the user never rinsed the scope, the user reused detergent water, the user did not have a suction cleaning adapter, there was abbreviated suction time without suction cleaning adapter, the user flushed the scope with detergent water and air while still in the detergent water, and the user did not rinse the scope with clean rinse water and was not dried after rinse. The procedure was diagnostic. No patient infections or injuries were reported.